Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The biomed reported while in use on a patient the mx40 had speaker malfunction; therefore, the device was taken out of service. The biomed used a simulator to test the mx40, he stated he could not clear the speaker malfunction banner from piic (philips intellivue information center) sector and he was not able to confirm if there was audible sound. No adverse event was reported.